Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
The (B)(6) reported that during an unknown procedure, the device blade snapped while in use. There were no patient consequences reported. It is unknown if another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information received: the surgeon stated that there was no unusual circumstances with the procedure and said the batch was not withdrawn from use. The department has been using this instrument over the past 4 months with no issues.

Manufacturer narrative:
(B)(4). Batch # t93255. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, two images were provided by the customer of a broken blade tip. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and can result in not passing the pre-run test followed by an alert screen, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.